Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an insulation abrasion at multiple locations that exposed the coil.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests the death was device related.